Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service provider checked and found the power led of ventilator was blinking, cross-checked the power supply with working ventilator and found it faulty the service provider replaced the faulty power supply with the new one and made the ventilator working. Ventilator is in working condition. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed

Event description:
It was reported that during set up the e360 ventilator was not getting on. There was no patient involvement.